Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set disconnected. During a "power contrast injection in CT, the silicone tip was ejected from the "t" connector". The set was replaced with a non-baxter extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.